Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is a j&j sales representative. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report.

Event description:
This is report 2 of 5 for(B)(4). It was reported by the sales rep that during an unknown procedure on (B)(6) 2022, the triple assembly sleeve for blade/screw in the tfna set was inserted into the 130* aiming arm when resistance was felt trying to slide the triple sleeve into the aiming arm. According to the report, the triple sleeve was able to be fully inserted but once insertion of the helical blade was done and disconnected from the inserter, it was reported that the surgeon could not remove triple sleeve assembly out of the 130* aiming arm. It was reported that the triple assembly sleeve was stuck in the aiming arm and could not be removed until after the procedure was finished. It was reported that the threads on the compression nut and blade/screw guide sleeve appeared to be stripped. The procedure was completed successfully with a delay of 15 minutes. There were no adverse patient consequences reported. No additional information was provided. This complaint involves five (5) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the 3.2mm trocar was found to be deformed along the shaft. A dimensional inspection for the 3.2mm trocar was unable to be performed due to post manufacturing damage. A functional test was performed, the trocar was inserted into the 3.2mm wire guide sleeve hole, it was possible to advance the device throughout the sleeve but with slight friction, assembling issues are most likely due to the deformed condition of the trocar. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 3.2mm trocar would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes, no issues. Device history part # 03.037.019-us lot # l345296 manufacturing site: werk bettlach release to warehouse date: 13 apr2017 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.